Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device, metallic piece was found in the cavity and was immediately retrieved. The customer requested us to determine if the piece was from the device in question. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted it was received fully fired with no abnormalities. Functional evaluation was performed which included disassembling the unit and inspecting all internal components. All components were properly assembled and showed no damage. The foreign material provided with the unit was inspected and it did not appear to be a piece of any components used to assemble the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.